Event description:
It was reported that when the care giver assisted with setting up the therapy, they had reused single-use supplies for peritoneal dialysis therapy on the homechoice device. The patient was connected and in dwell 4 of 4. A new cassette had been used, but the supply bags were reused. The technical service representative explained about not reusing supplies and assisted with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that single use supplies were reused. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.